Manufacturer narrative:
Additional information was received by our affiliate in (B)(4) and through article ¿a case of double stent implantation for left main coronary artery occlusion in transcatheter aortic valve implantation using sapien xt device¿. Post tavr procedure, the patient developed complete atrioventricular (av) block. A permanent pacemaker was implanted on postoperative day (pod) 3. The patient recovered and was discharged on pod14. At the 6-month follow-up visit, the patient was in good general condition without symptoms. Tte confirmed the function of the implanted prosthetic valve. The native annular diameter measured 29.9 mm by CT. Moderate valve calcification, severe calcification on the tip of the left coronary leaflet and mild aortic root calcification was reported. Severe symptomatic aortic stenosis was reported. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete av block post procedure cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (moderate valvular calcification, severe leaflet calcification, mild aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: ito, m., tada, n., ootomo, t., inoue, n. (2017). A case of double stent implantation for left main coronary artery occlusion in transcatheter aortic valve implantation using sapien xt device. Cardiovascular intervention and therapeutics. Retrieved from https://www.ncbi.nlm.nih.gov/pubmed/28357625.

Manufacturer narrative:
(B)(4); system updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, procedural factors (valve deployment position), patient factors (moderate valve calcification, low height to the lca) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6), during a transfemoral tavr procedure, a coronary artery stenosis occurred requiring placement of two stents. Prior to the procedure, the height to the left coronary artery (lca) was low, measuring 12.65mm by CT, and a risk of coronary artery stenosis was present. Following balloon aortic valvuloplasty (bav), flow in the lca was not observed on aortagram. Guidewires were placed in the left main trunk (lmt) and the left circumflex artery (lcx) for coronary protection. A 29mm sapien xt valve was then deployed with a final 70:30 aortic/ventricular (a/v) position. Following the deployment of the valve, the blood pressure (bp) did not increase. No pericardial effusion or rupture was observed on tee. Angiography revealed poor coronary flow. A plain old balloon angioplasty (poba) was performed. The lca flow was slightly, but not completely improved and a stent was placed. Despite the stent placement, the flow did not recover completely. Intravascular ultrasound (ivus) indicated incomplete stent placement. Post dilation of the stent was performed without success. It was considered that the upper part of the sapien xt valve was blocking the expansion of the coronary stent and second stent was placed inside the first stent. Following post dilation of the stents, improvement of the coronary flow was confirmed and the procedure was completed. The native annular diameter measured 29.9mm by CT. Moderate valve calcification and mild aortic root calcification was reported.